Event description:
Customer called to report observing a leak from the underneath the unicel dxc 600 synchron system. The customer technical specialist (cts) determined that the fluid that was leaking was wash solution, then scheduled a service visit. The field service engineer (fse) inspected the instrument and found that the wash solution canister overfilled and was leaking from the 10 psi regulator (pressure regulator). The fse replaced the wash solution canister float switch, and then verified that the system properly filled the canister and cycled the solution. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the instrument leak, and that patient samples and results were not affected.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).